Manufacturer narrative:
The pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump powered up properly after the battery installation. The pump was received with operating currents within specification. There were no unexpected battery out limit alarms noted. The pump was received with intermittent buttons due to the corroded keypad traces. There were no button error alarms and no traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners, a minor scratched lcd window, and broken battery tube threads. (B)(4)

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he is in (B)(6) and the pump accidentally got wet. Customer's blood glucose was 58 mg/dl at the time of the incident. Customer stated that he was doing activities and ate food. Customer also had a battery out limit alarm. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.